Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus australia and new zealand (oaz). Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus australia and (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance, it was found that the forceps elevator wire of the subject device was frayed and raised. There was no report of patient injury associated with the event.